Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws had no non conformities and no signs of clinical usage. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "failure to deliver energy" could not be confirmed. The lot number could not be obtained, so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro unit did not heat up. A new unit and a new cable were used to complete the procedure. The product was returned. The lot number is unk.